Event description:
The customer reported that the device, 60-6085-201a, medium, uterine manipulator, was being used during an unknown procedure on 24mar25 and when it was reported, ¿when they tried to inflate the cuff, there was a leak and it didn't inflate properly, so there was a complaint. In this case, a new one was brought out and the procedure was completed.¿ there was no report of injury, medical intervention, or hospitalization for the patient. Follow up questioning found that it is believed the device was used on the patient and that is when it was found that the device would not inflate. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety. H3 other text : device not yet received

Manufacturer narrative:
Examination of returned used device 60-6085-201a found that when using a syringe full of air to inflate the balloon, the balloon would not inflate. Closer examination found that there was a hole in the tip of the balloon. Root cause cannot be determined, however, based IFU; a possible cause of this event could be that the balloon was not tested by injecting air to check if it remained inflated. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. A two-year lot history review shows a total of 3 devices for this lot number and failure mode. A two-year review of complaint history revealed there has been a total of 107 complaints, regarding 118 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised to remove vcare from its sterile packaging and inspect for damage caused by shipping. Discard if any damage is noted. Draw 7-10 cc of air into a standard syringe and insert it into the luer connection at the end of the pilot balloon. Test the intrauterine balloon by injecting air with the syringe and checking to see if balloon remains inflated. If balloon does not remain inflated, do not use. Discard and select another vcare unit. After the successful balloon test, deflate the balloon by removing all air with the syringe. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
The customer reported that the device, 60-6085-201a, medium, uterine manipulator, was being used during an unknown procedure on (B)(6) 2025 and when it was reported, ¿when they tried to inflate the cuff, there was a leak and it didn't inflate properly, so there was a complaint. In this case, a new one was brought out and the procedure was completed.¿. There was no report of injury, medical intervention, or hospitalization for the patient. Follow up questioning found that it is believed the device was used on the patient and that is when it was found that the device would not inflate. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.